Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting noise. No interventions were reported. The patient was stable and will continue to be monitored.